Event description:
It was reported that an ilet user experienced persistent elevated blood glucose beginning the prior evening without device alerts, and the user declined a recommended supply change while opting to wait before changing infusion supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization and user education on timely supply changes to ensure insulin delivery. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction or alarms and suggested a possible infusion or supply issue could not be ruled in or out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.